Manufacturer narrative:
The reported field event of high impedance was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the field event could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during replacement of the ICD, the electrical parameters of the vdx lead were out of range. Troubleshooting found no sensing and impedance high. The physician decided to replace the device.